Manufacturer narrative:
Motor error alarm during rewind due to motor gearbox jammed. Unable to verify for operating currents including low battery, off no power alarm or battery indicator due to constant motor error alarm. Pump received with minor scratched display window, cracked reservoir tube lip and cracked reservoir case near reservoir tube window.

Event description:
Customer reported via phone call that insulin pump continued to shut off without warning, even battery changes. Customer stated that insulin pump was not dropped of bumped. Customer's blood glucose was not reported. Customer was advised that insulin pump would need to be replaced.